Event description:
It was reported that the implantable neurostimulator (ins) experienced an end of service. The pt had not been using the device for a month so there were no symptoms associated with the end of service. The device could not be charged and as a result was not interrogated. The device was replaced on (B)(6) 2011 and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4).